Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of noise. This product has been implanted for approximately 10 years, therefore, the patient is scheduled to have a device changeout procedure as well as potential reprogramming or possible replacement on this lv lead. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).